Manufacturer narrative:
Terumo did receive the actual device to investigate, however, the investigation has not been completed, thus terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up and prime, the inlet to the centrifugal pump fell off. There was no patient involvement, the product was not changed out and the surgery was completed successfully.